Event description:
It was reported that bd phoenix¿ nid samples of kleb pneumoniae were misidentified as shigella dysenteriae. No treatment was reported. The following information was provided by the initial reporter: customer noted that shigella dysenteriae was identified by lot 2298170 and maldi was k.pneumoniae. Sent to another lab and result was kleb pneumoniae.

Manufacturer narrative:
H6. This complaint is for misidentification of klebsiella pneumoniae as shigella dysenteriae when using phoenix panel nid (448007) batch number 2298170. The customer noted that the maldi identified the isolate as k. Pneumoniae. The customer provided phoenix generated lab reports, panel returns and isolates for the investigation. To investigate, two (2) customer returned panels from the complaint batch and two (2) retention panels from the complaint batch were tested using customer isolate k. Pneumoniae (1001077186) on a phoenix instrument and evaluated for identification results. In addition, three retention panels from the complaint batch were tested using in house k. Pneumoniae isolate (a700603) on a phoenix instrument and evaluated for identification results. During testing, the four (4) panels tested with the customer returned isolate k. Pneumoniae (1001077186) provided incorrect identification results. The three retention panels tested using in house k. Pneumoniae isolate (a700603) provided satisfactory identification results of k. Pneumoniae. It is to be noted that upon subculturing, the customer returned isolate grew poorly and did not morphologically resemble k. Pneumoniae. As this complaint was replicated using solely the customer's returned isolate and could not be replicated with the internal (in house) qc isolate, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed no additional complaints on the complaint batch. Complaint trending was performed, and no trends were identified associated with this defect. Trending was analyzed for mis identification of klebsiella pneumoniae when using material#448007. No trends were observed. Therefore, no corrective actions are slated at this time. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phoenix¿ nid samples of kleb pneumoniae were misidentified as shigella dysenteriae. No treatment was reported. The following information was provided by the initial reporter: customer noted that shigella dysenteriae was identified by lot 2298170 and maldi was k.pneumoniae. Sent to another lab and result was kleb pneumoniae.